Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that there was an issue with the charger board in the system and the site was having power issues on the system. No patient was present during the time of the reported incident.